Manufacturer narrative:
The clinic is not a customer of solta and their devices are not purchased from solta. Solta is unable to confirm which solta device, if any, was used on the patient. Solta is unable to obtain event details, product information, or product return from the clinic. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Evaluation of the system logs and the treatment tip cannot be completed. A review of the device history record cannot be performed as the product information is unknown. The trend analysis, risk analysis and directions for use review are considered acceptable, with the products performing within anticipated rates. According to thermage cpt and thermage flx user manuals, burn, redness, discomfort, edema, dark spots, and scabbing are known possible side effects of thermage cpt and thermage flx treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Typically, the discomfort is temporary during the procedure and localized within the treatment area. Rarely, patients have reported transient aching in the treatment area lasting up to several months. Swelling may occur and typically resolves within 5 days but can persist up to several weeks. Cases of hyperpigmentation usually resolve over the course of time (within several months). Based on the limited available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A patient reported experiencing heat, pain, redness, and burns on the face immediately following a thermage treatment of the face, submentum, and eyes. The patient did not know if it was a thermage cpt or thermage flx treatment. Numbing cream was used during the treatment. No other treatments were being performed in the same symptom area at the same time, nor had other aesthetic treatments been performed in this area within the prior ninety days. The treatment center applied ice for cooling on-site and prescribed an unknown cream for the patient to use at home on the same day. The patient reported that half of the face was red and swollen, with edema, dark spots, and scabs. The patient went for a dermatologist consultation the next day and was diagnosed by the dermatologist with a second-degree burn. The dermatologist prescribed xeracalm cream, granudacyn solution, cicalfate plus 15g, and augmentin 1g tab. The patient reported finding out after the procedure that the treatment center does not have official authorization to conduct thermage treatment. The patient reported experiencing insomnia, anxiety, low self-confidence, and mental and financial losses. Patient pictures were reviewed by the solta medical reviewer. Burned areas, inflammation, redness, and scabs are visible on the patient¿s cheek, forehead, and neck (one side). Upon follow-up with the patient nineteen days post treatment, it was reported that there were no more scabs and that the skin had recovered. The patient did not seek further treatment from the dermatologist because the skin had recovered, and no permanent damage or scarring occurred. The case remains assessed as serious due to the treatment beyond the standard of care and the requirement for additional care from another healthcare provider.